Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a failed leak test with small hole near port for the biopsy channel during reprocessing after the procedure. The diagnostic biopsy was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed as the scope was heavily leaking from the channel due to kinks and a tear inside. Based on the results of the investigation, it is likely due to degradation problem identified causing the device to becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion and stress problem identified which may be caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.